Manufacturer narrative:
Additional information: b5 upon receipt of additional information, it was determined that the event reported on 1713747-2021-00413 does not meet criteria for a reportable event related to fmc products. The leak occurred during pre-treatment setup. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 1713747-2021-00413.

Event description:
There was no patient blood loss as the dialyzer was replaced prior to treatment initiation. Additional information was received which confirmed the dialyzer was leaking saline. The machine did not alarm as the saline was visually seen on the outside of the dialyzer by the blue hook up.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse reported that a dialyzer blood leak occurred during pre-treatment of the patient¿s hemodialysis (hd) treatment. The blood leak was external. The leak was visually observed at the dialysate connector port. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. The patient¿s estimated blood loss is unknown as the dialyzer was replaced prior to treatment initiation. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation, however the affected box is available for return.